Event description:
It was reported the patient (B)(6) is no longer receiving stimulation. Diagnostics showed normal impedance values for contacts 5-8; however, the contacts should be invalid due to there being no plug in the scs ipg port that corresponds to those contacts. Surgical intervention will be taken regarding the ipg at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.